Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo recorder did not turn on, recorder was cut off during the study. Power button did not appear to be sunken in. Will replace recorder via warranty. The recorder will be returned for investigation. There was no patient or user harm. The procedure will have to be repeated due to the alleged device malfunction.

Manufacturer narrative:
Investigation summary: after visual inspection was found that cover of the on/off switch stuck inside of device and difficult pressing on the switch, but still functionally. This problem known us it related to design of the cover (rubber) on/off switch. The cover button has been redesigned and the problem was solved by CAPA(B)(4); according to risk assessment (B)(4), doc bravo recorder - risk analysis, (B)(4), this risk was assessed by broadly acceptable. A review of the device history record indicating that the product was released meeting finished product specifications. The device was being used for diagnosis. The product was not reported condition or incident. The device as received meet to specifications. All above were considered and based on this, the following conclusion is: power button. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo recorder did not turn on, recorder was cut off during the study. Power button did not appear to be sunken in. Will replace recorder via warranty. The recorder will be returned for investigation. There was no patient or user harm due to the alleged device malfunction. The procedure will have to be repeated due to the alleged device malfunction.

Manufacturer narrative:
Investigation summary: after visual inspection was found that cover of the on/off switch stuck inside of device and difficult pressing on the switch, but it still functionally. This problem is known, it related to design of the cover (rubber) on/off switch. If information is provided in the future, a supplemental report will be issued.